Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The picture evaluation was completed on (B)(6) 2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, blood was observed on the sheath; however, the leak could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has been reported as discarded and is not possible to assign a root cause based on the current evidence. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a leakage issue occurred. Initially a visualization issue was reported. During the procedure, device was recognized by the carto system but its branches were not visualized on the carto system. A second device was used to complete the procedure. There was no adverse event reported on patient. Correction to the event was received on (B)(6) 2023. Event description should be updated as leakage issue. During the procedure, blood leakage was found on the sheath. Provided a photo. A new device was used to complete the procedure and there was no patient injury reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.